Event description:
Surgeon reported to dist that he removed the implant approx one yr after originally implanted because pt was experiencing pain. Surgeon stated that the pain was caused because two (2) screws were placed into the disc space.

Manufacturer narrative:
Dist provided copies of pt's x-rays prior to revision. Review of copies confirmed that at least one (1) screw appears to be in the disc space; there does not appear to be any screw back out; and there does not appear to be any gap between the vertebral body and the implant. Hosp refused to return implant for eval. Accordingly, DHR reviewed and no contributory factor was found. Additionally, other implants from this lot will be evaluated. A f/u report will be filed if any add'l info is found. Labeling contains language cautioning the surgeon: "care should be taken to ensure that the screw will not protrude into the disc space between spanned vertebrae when fully seated."